Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and customer alleging possible insulin pump over delivery. The customer low blood glucose level was 30 mg/dl and high blood glucose level was 300 mg/dl. Customer report they did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump and reservoir will be returned for analysis.